Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with blood glucose reportedly reaching approximately 400 mg/dl and remaining elevated for over 12 hours, which the caregiver attempted to address through manual carbohydrate entries; no external assistance or medical intervention was required, and no hospitalization occurred. Symptoms included irritability and increased thirst as observed by the caregiver. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included communication with the caregiver and healthcare provider and analysis of information provided by the user and third parties. Investigation of this case revealed no specific findings and insufficient information to identify a device problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.